Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported to baxter (B)(6) of a clearlink continu-flo solution set in which the sealed port of the set is not opening up and not allowing fluid to flow while connected to a phaseal (bd connector). The customer states that the no flow is only observed while infusing through the top port. The event occurred during infusion of vincristine (chemotherapy), at a delivery rate of 400cc/hr by an infusion pump. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. It was reported that the event was resolved by flushing and the therapy continued. It is unknown how long the device was in use for when the problem was noted. The bag was not squeezed per label copy due to the nature of the contents (chemotherapy). The customer reports that it is assumed the tap valve was inverted and tapped. Baxter clinicians will be following up with the customer to troubleshoot potential causes. No additional information is available at this time.